Event description:
It was reported that the device was used during an unk procedure. The device fired a couple of times and then it would not open and fire again. It is unk if the device was on tissue when it would not open. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 12/11/2008. Info anticipated, but unavailable at this time.